Event description:
Additional information was received from a foreign healthcare provider via a distributor. Since the effect of intrathecal baclofen (itb) was not eliminated, the catheter replacement should be determined after consultation with the patient. There was a large possibility that it will be after this fall, and information will be provided as soon as the schedule is decided. Therefore, a response cannot be made regarding the catheter implant date, procedure details, and outcome.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor on 2022-sep-01. It was reported that the patient's pump and catheter were replaced on (B)(6) 2022 after the therapeutic effects continued to decrease and after consultation with the patient. The drug leakage site was identified and it was reported again that the catheter might have broken when the patient moved a lot. The damaged areas on the catheter were identified on visual inspection so a picture was taken of the catheter and retained, but it was determined that analysis was not necessary.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6) explanted: (B)(6) 2022 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor on 2022-sep-13. It was unknown if issue / patient having experienced a diminished effect was resolved. The pump and catheter would not be returned as they were discarded by the healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 18-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving gabalon of an unknown concentration at a daily dose rate of 75 mcg via an implantable pump for spinal cord injury. The patient's past medical history and concomitant medication were unknown. It was reported that a catheter contrast study was performed on (B)(6) 2022 because the patient experienced diminishing effects since the beginning of this year. The contrast study revealed that the catheter was broken in the area surrounding the dura mater penetration site, and that the contrast agent was confirmed in the area where the drug was leaking. The onset of the broken catheter and drug leakage was unknown. The contrast agent was also confirmed from the tip. Afterwards, the details were to be confirmed via CT imaging. A refill was also performed on (B)(6) 2022, but there were no problems with the variability rate. It was further reported that the patient moved a lot, so the catheter fell a little and was broken. It seems that the drug has leaked from there and the effects might have been diminishing. It was discussed with the patient and it was noted that a catheter replacement will be probably performed, and at the same time, the pump will also be replaced. The replacement procedure was not yet scheduled. Regarding outcome of the adverse event, not recovered was indicated. The causal relationship of the event to drug, pump, programmer, or procedure was unrelated. The causal relationship of the event to the catheter was unknown. The patient¿s age and weight at the time of the event was unknown.